Event description:
It was reported that the patient presented to hospital with episode of ventricular tachycardia. During review of the clinical data, it was noticed that the device paced with the programmed maximum cls rate for a longer time prior to onset of vt. The device was reprogrammed and the patient discharged.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ipg proved the device functions to be as specified. The available device data were inspected. The device was programmed to ddd-cls with a maximum cls rate of 120 bpm and a medium dynamic profile. The trend data, covering a 48-hours rate and pacing trend, showed a constant heart rate of approximately 120 bpm starting around 09:00 a.m. On (B)(6) 2025, and lasting for about three hours. Based on the available data, the root cause for the constant heart rate of 120 bpm was narrowed down to a rare conflict involving capture control and sensing test functions while operating in ddd-cls mode. Analysis showed that this conflict can be avoided by either disabling the av delay adjustment during the sensing test or changing to an alternative rate adaptive mode. Further analysis of the available iegms of episode 5 showed an intrinsic increase of the heart rate to approximately 220 bpm after the period of constant pacing at 120 bpm. This episode was recorded as a high ventricular rate (hvr) episode with a duration of 30 minutes and was followed by the hvr episodes 6 through 12 on the same day. The hvr episodes 6 - 12 ranged from approximately 220 to 240 bpm and occurred without prior pacing at maximum cls rate. The heart rates preceding these hvrs were significantly slower than 120 bpm and were mostly driven by intrinsic atrial signals. The reported termination of the ventricular tachycardia (vt) via programmer interrogation on (B)(6) 2025, cannot be confirmed based on the available data. After reprogramming of the device on (B)(6) 2025, another hvr episode occurred on (B)(6) 2025. The root cause of the transition from cls pacing to the intrinsic rate of 220 bpm cannot be clarified, based on the data available. However, thorough analysis of episode 5 showed no indication of a tachycardia which was induced by pacing into a vulnerable phase. Notably, the data also show a very high number of premature ventricular contractions (pvcs), which may have contributed to the occurrence of the vt. Until today, biotronik is not aware of a similar event where cls pacing at maximum rate was followed by a ventricular tachycardia. This represents a single event. The information generated during the course of this analysis has been entered into our quality system and will be used to further improve the device performance.